Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100150.

Event description:
It was reported that the patient experienced a rib pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.